Event description:
It was reported that patient presented remotely via merlin.net. It was noted that it seemed like there could be loss of left ventricular (lv) capture on the implantable cardioverter defibrillator. This was to be documented and discussed with the physician. No other issues were reported.

Event description:
New information received notes the patient was admitted in hospital between (B)(6) 2025. The patient had a consult for vascular issues in clinic prior to admission. The patient passed away (B)(6) 2025. The cause of death was unknown. There is no known allegation from a health professional that suggests that the death was due to the device/system. Further information was requested from the clinician but was not provided.

Manufacturer narrative:
The provided session record was reviewed by technical services and the device appeared to be performing per programmed settings. It is unknown if this device behavior contributed to patient death. The loss of capture was unable to be confirmed without a capture threshold test. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.